Event description:
The disposable loading unit was used with disposable stapler during a low anterior resection procedure. The instrument did not fire completely. The surgeon reloaded the instrument and completed the procedure without incident.